Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 80-150mg/dl fasting. Verified the strips expire 04/30/2018. Customer confirms the strips are stored properly and was first opened on (B)(6) 2015. Customer performed back to back blood test, 348mg/dl and 285mg/dl not fasting. Reviewed meter memory: 1:308mg/dl fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.